Manufacturer narrative:
Device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported by the patient that six infusions set fell off within two days of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.